Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was in the 200-300 mg/dl range. Reportedly, the customer readjusted the infusion tubing and resumed insulin delivery on the pump to resolve the occlusion alarm.